Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardiac monitor (icm) enrollment was made by a clinic in italy using an incorrect device serial number. The clinician in italy intended to enroll the device of a patient from their own clinic but due to an entry error, enrolled a serial number for a device that was later implanted in a patient in england. The network showed a demographic screen warning stating that the device information did not match the network entered information. The device information was overruled by accepting this. In time, when the clinic in italy received transmissions from the device of the patient in england, they related to their patient in italy. The patient in italy was implanted with an implantable pulse generator (ipg) for an incorrect reason. Follow up later confirmed that the italy patients implant was based on the patients¿ medical history of syncope and dizziness, and not solely based on the monitoring report. The clinic in england was made aware of the transmission information and that patient is scheduled to have an implantable pulse generator (ipg) implanted. No further patient complications have been reported as a result of this event.